Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor wire was found to be dislodged at the yaw pulley exit. The wire was loose from its connection at the grip. Instrument passed electrical continuity test. The yaw pulley shows no signs of arcing. Additional observation not reported by the site was a broken yaw pulley. The yaw pulley was missing a 0.078 x 0.110 piece. It is unclear how piece of yaw pulley broke. In addition, engineering also observed a slipped crimp cable. One of the cable crimp slipped out of the yaw pulled where the broken pulley occurred. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon noticed that the bipolar black cord was sticking out further than usual once the pk dissecting forceps instrument was inserted in the cannula. The surgical staff exchanged to another pk dissecting forceps instrument to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.